Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. Root cause: customer procedural error . Source: phone.

Event description:
Consumer reported that staff was preparing a test and the reagent splashed in her eye staff had the swab in the tube and was twisting it and when she pulled the swab out while pressing it against the side it flicked of the swab and into her eye. The caller stated staff has no burning, irritation or redness at this time the caller has flushed eye with water and has no allergies. No medical attention was needed. Technical services confirmed that staff memberr flushed with water using the eye wash station. Technical services suggested viewing sds as well as close monitoring of staff member.